Event description:
The customer reported suspected positive biological indicator (bi). The customer did not respond to asp's attempt in retrieving in more information. It is unknown if there are any physical complaints reported.

Manufacturer narrative:
Suspected positive bi.